Event description:
During left shoulder arthroscopy repair, a mini-revo anchor was inserted, however it became stripped, and the driver started spinning with anchor about halfway inserted. The physician was unable to advance the anchor or to remove it. The physician used a grasper to try to unscrew it but was unsuccessful. The anchor broke, and the top part was retrieved with a grasper. A mini-revo drill was placed superior to the anchor and a second drill hole was placed, allowing the physician to toggle the anchor somewhat and with the grasper unscrew and remove it. The physician completed the procedure with another mini-revo anchor.